Event description:
After deployment of the autopulse platform on a patient, the unit was stopped and then restarted during transport of the patient at which time the chest compression assembly (cca) broke.